Event description:
Customer's mother called to report the customer experienced a low blood glucose event during a set change. Blood glucose reading was 44 mg/dl. The customer treated the low blood glucose with juice. Advised to consult with health care professional about changing the basal rates during this time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).